Event description:
It was reported that there was a power on reset (por) condition. The manufacturing representative (rep) spoke with the patient and the patient reported a por on their patient programmer though it was not known if it was information or a warning message. The rep was unaware of what may have caused the por for the patient. It was noted that the patient went through the airport five days prior to report. The rep was able to walk the patient through clearing the message with the programmer and the stimulation was working great.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).